Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report and was reported to be discarded by the user facility.

Event description:
It was reported that during a procedure the device blade did not "retract." There was no patient injury. The device was reported to be discarded. Additional information was requested, but no additional information was available.